Event description:
It was reported that the customer had low blood glucose levels of 35 mg/dl. The customer treated with food and orange juice. The customer reported that the glucose monitor for his insulin pump was stolen and he would like to get a new blood glucose meter. The customer reported having had multiple events with low blood glucose levels but was unable to provide specific details of the events. The customer believes that nothing was wrong with the insulin pump and declined to troubleshoot the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.